Event description:
On (B)(6) 2014, the patient presented for revascularization of a mildly calcified superficial femoral artery. Using a 0.035" glidewire and wildcat catheter (w400) the physician successfully crossed the cto. A perforation occurred during the case and was successfully treated with a boston scientific mustang balloon. The cto was successfully crossed and the patient was discharged without further incident. No harm to the patient was reported.

Manufacturer narrative:
The case information, including feedback obtained form the event reporter, was used to evaluate the reported event. Results: perforation is defined in the labeling (instructions for use) as a possible complication. In those instances where medical intervention is necessitated when a perforation occurs avinger will submit medwatch form 3500a. Section device evaluation summary. The returned wildcat catheter passed all functionality tests. No issue was noted with the returned device.